Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, after positioning of the right ventricular lead several times, low impedance was measured. The stylet could not be inserted completely anymore. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.